Event description:
It was initially reported to the MFR, that according to the physician a gdc-10 coil did not detach even though the power supply showed the detachment signal after 1.5 minutes of electrolysis. When dr tried to remove the delivery wire, the coil moved out of the aneurysm. The physician tried another detachment, but the power supply did not work. Then, dr decided to retrieve the coil using a snare, however, the coil unraveled and broke in the middle of retrieving it. Part of the coil migrated into the anterior cerebral artery, and the other end moved into the middle cerebral artery. The pt had a stroke, and was in poor condition. The dr did not keep the delivery wire or the microcatheter. Add'l info rec'd through follow ups by a co's rep in 2000, "the pt had initial stroke caused by a sub-arachnoid hemorrhage twice, in 2000. The pt was probably grade 4 on the day of the embolization. Once the coil broke during the procedure, the dr left part of it within the aneurysm sac and part in the parent artery. Few days later the coil masses moved out from the aneurysm sac occluding both anterior cerebral artery and middle cerebral artery, which caused another stroke. Co has not been able to contact the physician, but the pt died in 2000."